Manufacturer narrative:
(B)(6). The customer did not provide patient demographics such as age, date of birth, weight, ethnicity or race. The customer reported cutting her hand on dxi 800 immassy w/spot b serial number (B)(4) while reaching inside the instrument to remove fallen reaction vessels. The cause of the fallen reaction vessels was undetermined. There was no malfunction of the instrument which caused or led to the injury. The customer noted she was wearing ppe of gloves and a lab coat while she was inside the instrument removing vessels. The customer was not sure what/where inside the instrument she was cut on. The customer washed her hand, went to the ER (emergency room), had a tetanus shot, and had blood drawn for testing per laboratory risk/exposure plan. No further information regarding the injury have been provided to date. In conclusion, the cause of the injury is unknown and unknowable at this time.

Event description:
On (B)(6) 2020, the customer reported cutting her hand on dxi 800 immassy w/spot b serial number (B)(4) while reaching inside the instrument to remove fallen reaction vessels. The customer noted it was a "little, tiny cut." The customer noted she was wearing ppe of gloves and a lab coat while she was inside the instrument removing vessels. The customer was not sure what/where inside the instrument she was cut on. The customer washed her hand, went to the ER (emergency room), had a tetanus shot, and had blood drawn for testing per laboratory risk/exposure plan. No further information regarding the injury have been provided to date.